Event description:
The caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump, deliver a 9-unit bolus, and reload the cartridge. Although the caller initially could not reload the original cartridge, with assistance, they successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.